Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen on (B)(6) 2011 and had vaginal bleeding for one day; however, the physician noted that the patient was starting her menstrual cycle. The patient was seen in (B)(6) 2012 to review results from a vaginal ultrasound. No patient complications were reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient was reported as over 18 years of age.